Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. As received, the battery pack would not communicate and would not power up a monitor. Battery voltage was 2v. The root cause of the non-functional battery could not be positively identified but was likely defective battery cells. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing, battery pack (B)(4) would not communicate. The last pt to use this battery pack did not report any deficiencies.